Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a malfunction and fluid loss. The pump did not work. A new ipp pump was implanted. No additional intervention or medication was performed.

Manufacturer narrative:
Additional information: model number, catalog number. Additional narrative: on previous reports model number was specified as information received included a model number. After conducting further investigation it was reported that the model numbers for the explanted components was not known. The model number has been updated to unknown accordingly.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a malfunction and fluid loss. The pump did not work. A new ipp pump was implanted. No additional intervention or medication was performed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. Additional information: model number, catalog number. Additional narrative: on previous reports model number was specified as information received included a model number. After conducting further investigation it was reported that the model numbers for the explanted components was not known. The model number has been updated to unknown accordingly.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a malfunction and fluid loss. The pump did not work. A new ipp pump was implanted. No additional intervention or medication was performed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a malfunction and fluid loss. The pump did not work. A new ipp pump was implanted. No additional intervention or medication was performed.